Event description:
It was reported that during use of the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar, the media is contaminated. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h10.

Event description:
It was reported that during use of the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar, the media is contaminated. There was no report of patient impact.

Manufacturer narrative:
Investigation summary during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history review for batch 3262918 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3262918. No retention samples for this batch were available for investigation. 4 photos were received for investigation: 3 photos show contamination in batch 3262918. 1 of the 4 photos shows the bd box label with the material and batch number visible. No return samples were received for investigation. This complaint can be confirmed. No complaint trends have been identified on this product for this defect. Bd will continue to trend complaints for contamination.